Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator as the percutaneous lead had separated from the strain relief. The lead was repaired by the manufacturer. The patient remains ongoing on the lvad with no further issues.

Manufacturer narrative:
The lvad is currently supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.